Event description:
The customer reported no display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported no display. There was no report of pt involvement. The customer declined to have the device evaluated and repaired by philips. We are unable to determine the cause for the customer's reported symptom from the available info.